Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where five infusion sets fell off on 29-may-2024. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin successfully. No further information was available.